Event description:
Facility reports that while cna was taking resident to bathroom using a sabina ii mobile lift that the resident fainted and fell through safety vest and hit her head on the floor. Resident was taken to the ER for hematoma and skin tear.

Manufacturer narrative:
Following site investigation by local distributor, it was reported that the staff did not know how to properly connect the safety vest to the lift. Remedial training for the staff was performed on (B) (6) 2009. User guides are clear in instruction as to the proper and safe use of the product. This incident is viewed as user error issue and not a product problem. MDR filed based on injury reported.